Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
T was reported that a (B)(6) caucasian female who underwent a breast augmentation revision with a mentor memorygel, 500cc breast implant experienced bilateral silent rupture postoperatively. The mammogram and ultrasound examinations confirmed the issue. As a result, patient scheduled for bilateral replacement with unspecified mentor silicone implant on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on june 20, 2022 indicated that patient underwent bilateral replacements as follow: l/ cat#:shpx595 sn#: (B)(6) r/ cat#:shpx595 sn#: (B)(6). Device evaluation completed on june 22 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sx mpp gel 500cc breast implant was found to be ruptured. In addition, shell wear was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).